Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples did not form completely when fired. Another same like device was used to complete the procedure. There was no patient consequence.